Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data logs confirmed the reported alarm triggering issue. An impella defective alarm was issued with no pump connected. There were also issues properly shutting the console down as a result. The failure mode was reproduced on the returned console by booting up the console. After swapping the impellatronic pca, the failure was resolved. The root cause of the erroneous impella defective alarm and continuous beeping was due to a defective impellatronic pca, specifically the electromagnetic pulse circuitry. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error yellow alarm and continually beeping. No patient was involved.